Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe leaked. The customer returned one 10ml plastic lor syringe (reference files (B)(4).the syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed on the returned syringe using the lab leak tester (c05176) per the parameters in amrq-000155 rev. 4, section 7.2-positive pressure leakage. Water was aspirated into the syringe to the 8ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. A leak was detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. This was performed by rotating the plunger 45deg until the plunger had rotated a full 360deg with no leaks detected. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per (B)(4) (released (B)(6) 2018), supplier (preox) made the following changes: kz-05501-002 luer plastic lor syringe: a. Changed plunger material from profax 535 to profax 531. B. Changed to new plunger tool. C. Changed to new mold for blue stopper. D. Changed molding location for the plunger and the blue stopper as follows. Plunger: from fleimaplastic in germany to gpe, germany. Blue stopper: from et, germany to psilkon, germany. These effective changes did impact product design and material. It should be noted; the returned lor syringe was from the new design. The reported complaint of the lor syringe leaking was confirmed based on the sample received. The returned lor syringe did not pass functional leak testing. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. However, based on the observed leak, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Event description:
It was reported that the incident happened 3 times with the 1st patient twice with the second patient. The syringe 3 parts in the epidural kit has sealing issues. Indeed, the kit received contained new syringes with a loose plunger causing sealing issues. The patients are fine. No medical intervention needed, the doctor changed the device until finding one working properly.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe leaked. The customer returned one 10ml plastic lor syringe (reference files (B)(4)). The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed on the returned syringe using the lab leak tester (c05176) per the parameters in amrq-000155 rev. 4, section 7.2-positive pressure leakage. Water was aspirated into the syringe to the 8ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. A leak was detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. This was performed by rotating the plunger 45deg until the plunger had rotated a full 360deg with no leaks detected. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per eco-051699 (released 03-dec-2018), supplier (preox) made the following changes: kz-05501-002 luer plastic lor syringe: changed plunger material from profax 535 to profax 531. Changed to new plunger tool. Changed to new mold for blue stopper. Changed molding location for the plunger and the blue stopper as follows. Plunger: from fleimaplastic in germany to gpe, germany. Blue stopper: from et, germany to psilkon, germany. These effective changes did impact product design and material. It should be noted; the returned lor syringe was from the new design. The reported complaint of the lor syringe leaking was confirmed based on the sample received. The returned lor syringe did not pass functional leak testing. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. However, based on the observed leak, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Event description:
It was reported that the incident happened 3 times with the 1st patient twice with the second patient. The syringe 3 parts in the epidural kit has sealing issues. Indeed, the kit received contained new syringes with a loose plunger causing sealing issues. The patients are fine. No medical intervention needed, the doctor changed the device until finding one working properly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the incident happened 3 times with the 1st patient twice with the second patient. The syringe 3 parts in the epidural kit has sealing issues. Indeed, the kit received contained new syringes with a loose plunger causing sealing issues. The patients are fine. No medical intervention needed, the doctor changed the device until finding one working properly.